Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to malfunction. No patient complications were reported in relation to this event.